Manufacturer narrative:
(B)(4) - supplemental MDR - stopper defective / damaged. Two photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 3152777. All visual inspections were performed as per requirement, with no quality notifications related to the complaint defect. Batch 3152777 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628. Batch#: 3152777. It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. On 24jan2025 xx was informed of an event with eylea 8mg vial kit which was categorized with the defect other. On 24jan2025, the reporter, who is the yy, stated, ¿I wanted to let you know that a syringe in one of our eyleahd packages came defective. It was recognized by staff immediately upon opening and they pulled all new supplies." Syringe 1ml. Lot: 3152777. Catalog: 309628. Sample was not returned. Please review what controls are in place to ensure the stopper is properly seated and provide a batch record review of the syringe lot. Additional information provided: yes, the provided date of 24jan2025 is the date of event.